Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the helix would not extend when attempted inside the patient. The lead was removed from the body and brought back to the table where the physician tested the helix; the helix would not extend or retract. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.